Event description:
It was reported that the right atrial (ra) lead exhibited decreased pacing impedance and an insulation breach was observed just before the insertion site upon opening the pocket. The ra lead was capped and was not replaced because the patient has chronic atrial flutter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa ipg, implanted: 2005-(B)(6). (B)(4).